Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler had no power when the device was fired and would not function. The tissue compression scale was also dark, and not backlit. A second device was opened, and the battery exchanged. The tissue compression scale remained dark, and the device would not fire. The stapler was opened by rotating the adjustment knob counterclockwise and the anvil was uncoupled from the stapler. The stapler was removed from the patient and a new stapler was used. The second stapler performed as intended. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 07/06/2022 d4: batch # 662a38 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. Also, the battery was not received. The washer was not received and there were staples present. No battery was received. When the test battery was installed an intermittence was noted and the green checkmark does not illuminate, indicating that the device was not fired. The device was disassembled to verify the condition of the internal components and a small black substance on bulkhead contact was noted. This was cleaned and a test battery was installed and no intermittences were noted. A new washer was placed on a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on the cause of the substance noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues were noted with the test anvil. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.